Event description:
Stemi patient with thrombosed rt coronary artery. Used penumbra cat rx indigo system kit to attempt to aspirate clot from the patients rca. Difficulty getting the catheter down the rt coronary artery. Reasonable force and back and forth motion was used to attempt to get the catheter in position. The catheter kinked and then snapped outside of the patients body. The md had control of the portion of the catheter in the patients body. The catheter fragment was removed without issue and a second catheter was used without incident. Manufacturer response for asipration catheter, (brand not provided) (per site reporter). Clinical site notified manufacturer rep directly.